Manufacturer narrative:
Device evaluation by MFR: promus elite ous mr 32 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal region were found to be lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped, evenly folded, and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 28oct2020. It was reported that shaft kink and crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous left anterior descending artery. Following pre-dilatation, a 32 x 3.00 promus elite mr drug-eluting stent was advanced but failed to cross the lesion. It was noted that the shaft was kinked because of the tortuous nature of the vessel. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, device analysis revealed a stent damage.